Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: upon complaint review, it was determined that the analysis of production record was not included on the method codes in addition to the testing of actual device. Therefore, analysis of production records has been added to reflect the correct method codes. Additional information: h6: conclusion codes: further investigation determined that cause traced to component failure will be included in the conclusion codes in addition to cause traced to user, which was reported on the initial report.

Manufacturer narrative:
Product complaint#: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the base and top plates were damaged, the tamper-proof seal was damaged and that the fan was broken and loose. Noise was also observed with the device during operation. The defective ventilator assembly was replaced and the device cleaned, newly calibrated, tested and found to be fully functional. The physical damage to the ventilator assembly of the device can be attributed to user mishandling, possibly during storage or transport of the device. The damaged components would have caused the noise during operation. A manufacturing record evaluation was performed for the finished device [serial number: (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via service request that the vapr vue generator was found to have a defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test. The device is available to be returned for evaluation.